Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and balloon tear occurred. A 10.0 x80, 75cm gladiator balloon catheter was advanced to the target lesion for dilation of a previously implanted unspecified stent. However the balloon ruptured transverse and the balloon was torn circumferentially. The physician had to enlarge the access incision site in order to remove the torn balloon fragment.